Event description:
It was reported that the customer had a blood glucose level of 285 mg/dl. Customer's blood glucose level may have been high because she may have miscalculated the dinner bolus. The high alert was set for 240 mg/dl, but it went off at 300 or 400 mg/dl. It was explained that it depends on what the high repeat is set at and if it went off at 12:50pm when the blood glucose level was 250 mg/dl. It was explained that the customer wants to be as stable as possible. Customer was told to calibrate and wait at least 15 minutes to make sure it goes through and then to eat something. It was explained that the customer should calibrate only 3-4 times, no more and no less. The meter blood glucose is now an issue. The sensor's job is to alert. Customer was told to talk to her health care professional before doing anything. Customer was told not to calibrate and bolus at the same time. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).